Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar and they were having difficulties going into the body and visualizing the catheter on the ultrasound machine. They removed the catheter from the body and noticed a foreign substance on the tip of the catheter. It looked to be pink in color, small, circled around the tip of the catheter. The catheter was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar and they were having difficulties going into the body and visualizing the catheter on the ultrasound machine. They removed the catheter from the body and noticed a foreign substance on the tip of the catheter. It looked to be pink in color, small, circled around the tip of the catheter. Device evaluation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a reddish material was observed on the tip of the device. No external damage was observed on the tip of the device. This reddish materiel observed could be related to the visualization issue reported by the customer; however, this is not conclusively determined. The potential cause of the reddish material cannot be determined. The customer complaint was confirmed based on the photo received. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Therefore, section d9 has been updated. Visual inspection and soundstar magnetic, recognition, and visualization test were performed following j&j medtech procedures. Visual inspection revealed no foreign material in the tip or other section of the device. The device was connected to the carto 3 system and the acuson system, and the device was recognized and visualized correctly. No issues were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The visualization and foreign material issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specification. Explanation of codes: h6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the foreign substance on the tip of the catheter as reported by the customer. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) / were selected as related to the analysis of the returned device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).